Manufacturer narrative:
The reported high pacing lead impedance, high capture threshold, and sensing anomaly were confirmed in the laboratory. The device was tested on the bench and high pacing lead impedance was observed on the ventricular channel. The cause of the field event a high resistance path within the hybrid.

Event description:
It was reported that high, out of range pacing lead impedance, an increase in hv lead impedance, high capture threshold, and a decrease in sensing were observed. It was noted that all measurements were normal up until appropriate and successful therapy was delivered for a vf episode. Subsequently, the patient had additional episodes of vf, that were appropriately detected and successfully converted. The hv lead impedance after these episodes was normal, but the pacing lead impedance, threshold and sensing anomalies remained. A loose set screw was suspected. The pocket was opened and the lead tested normal with the system analyzer, however when reconnected and tested with the device, the high pacing lead impedance was still present. The device was explanted and the all measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.